Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow-up, inappropriate mode switching was observed. The inappropriate mode switch seemed to be caused by r wave oversensing. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.